Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent breast augmentation revision with a 400cc mentor memorygel breast implant experienced right sided rupture post procedure. The patient visited the physician¿s office and received a medical diagnosis for the rupture. As a result, replacement with mentor gel implants was performed on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on august 4, 2020. The issue was also confirmed through ultrasound prior to replacement surgery. The replacement device was a 400cc mentor memorygel breast implant. Additional information was received on august 5, 2020. The rupture was noted through mammography on (B)(6) 2020. The event date has been updated to reflect this, as it is the earliest date of diagnosis made available to mentor. The mentor failure analysis lab received the device for evaluation on august 22, 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 10, 2020. Device evaluation summary: during the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture, consistent with a crease / fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).